Event description:
Subsequent to the initial medwatch report, it was reported that there was no attempt to inflate the mini trek balloon dilatation catheter when it did not cross the lesion. There was no additional information provided.

Event description:
It was reported that the interventional procedure was in a 95% stenosed, moderately calcified, left circumflex coronary artery (lcx) and a 90% stenosed, mildly calcified first obtuse marginal coronary artery. The mini trek 1.2 x 8 mm balloon dilatation catheter was advanced to the first obtuse marginal lesion and inflated to 8 atmospheres but due to calcification, the device did not cross. The mini trek was removed from the patient anatomy without resistance. A non-abbott balloon dilatation catheter was used, which encountered resistance, but eventually crossed the lesion. Balloon angioplasty was then performed to treat the stenosis in the first obtuse marginal coronary artery. Next, the lcx was pre-dilated and a xience v 2.75 x 12 mm stent was advanced with some resistance but did not cross the lesion. The xience v was removed from the patient, without resistance, and pre-dilatation was performed again. The xience v was then reinserted into the vessel and was able to cross the lesion to be successfully implanted in the lcx. The xience v stent delivery system was removed from the patient anatomy without resistance. Post procedural angiography revealed a distal dissection which was treated with a xience v 2.75 x 18 mm stent. There was no clinically significant delay in the procedure. There was no prolonged hospitalization due to the dissection and no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.